Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the patient because of scapular fracture need infusion of swelling, pain medication, on (B)(6) 2024 at 8:50 am to give the patient line of intravenous infusion treatment , the use of closed intravenous indwelling needle when the needle core exit white isolation plug abnormal blood return, the nurse in charge of the immediate removal of intravenous indwelling needle, pacify the patient at the same time to the patient and his family to do a good job explaining the work of replacing the intravenous indwelling needle once again line of venepuncture, infusion treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 3 photos, but did not return defective sample. The photo shows that the end of the septum is leaking blood. The sku of the product is 383012. 2. DHR/bhr review lot#4052079: 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to the receipt of several similar complaints from other hospitals regarding this batch of products, the plant has launched CAPA tracking and investigation of leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please conclusion(s): the returned photo shows blood oozing from the end septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.